Event description:
It was reported that the patient alert triggered, and the lead exhibited high/varying impedances. The device reached elective replacement indicators (eri) in less than three years. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance information was obtained from the device and has been analyzed. Std review - pre/approaching eri: weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.72 to 2.665 volts between (B)(6) 2011 and (B)(6) 2012, is before device rrt <= 2.6251 volt. High resistance/impedance: 2 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:04 and (B)(6) 2012 15:00:05. Weekly hv- lead impedance trend data shows an abrupt increase for max defib active can on and svc defib impedance= 68 to 213 ohms peak between (B)(6) 2011 and (B)(6) 2012. The device was returned and analyzed. The device lasted 69% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.